Event description:
It was reported that a trial patient noticed that the yellow light was blinking which started last wednesday and the morning of the call. It was reviewed that the 9 volt battery in the screener box was low and patient did not have a spare battery. It was later reported that the patient¿s trial had been nothing but trouble. When the patient went in to get the thing out they started to bleed profusely and ended up with an infection at the insertion site and now had to work with a wound specialist. The patient¿s health care provider (hcp) never called to check in with the patient. The manufacturer representative who programmed them never spoke to support link to tell them how they patient was programmed so they were unable to assist the patient in doing anything but go through their programs. The patient wanted to know how they could live their life with fecal incontinence and how the manufacturer was going to help them. No outcome or interventions were reported regarding this information. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).